Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusions alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Blood glucose level was 186 mg/dl to ¿high¿ on the cgm. Elevated blood glucose was addressed by a bolus via the pump and a manual insulin injection. Reportedly, the customer reverted to manual insulin therapy.